Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, deflation difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified md left anterior descending (lad) artery. The 3.50x24mm taxus express2 drug eluting stent (des) directly crossed the lesion and was inflated on the first attempt to deflate the balloon, it would not deflate. It was confirmed that the contrast media remained in the balloon. The physician continued attempts to deflate the balloon and eventually got it to partially deflate and was able to withdraw the balloon. The device was removed intact and there was no injury to the patient. The procedure was completed with this device with no patient complications reported. The patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be complete. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.